Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00009. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 5 out of 9 reports that are being submitted as initial individual mdrs. Date of birth or age at time of event: unknown/no information sex: unknown/no information. If implanted, give date: not applicable iol was not implanted. If explanted, give date: not applicable iol was not explanted. Phone, (B)(6). Device evaluation: upon evaluation all the components were correctly engaged, and plunger was in a partially advanced position. No assembly error and/or defect related to manufacturing process can be observed. Lubricating material residues were not observed in the device. The lens got stuck at the cartridge tip and pushrod came out from the side of the cartridge causing cartridge crack. The reported issue was verified; however, due to the condition of the sample returned it is not possible to determine if it is related to handling or to the manufacturing process. Based in the analysis product quality deficiency could not be determined manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that while preparing to insert the intraocular lens (iol), the surgeon noticed the rod was difficult to turn. Upon examining the cartridge tip, the product was determined to be unusable. It was indicated that the cartridge tip touched the patient''s eye. No further information was provided.